Event description:
It was reported that the pt had redness behind his ears and on the front of his chest, as well as "fluid." The skin on the pt's chest had darkened. No ruptures were located. The physician suspected infection or device rejection. An infection had not yet been confirmed. The device was explanted and replaced on an unk date. The pt had been discharged.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.